Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 486-487 mg/dl; cause was not known. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room and treated with intravenous saline and insulin fluids. Customer was not released from emergency room (ER) at time of event. Reportedly, issue was resolved and customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Multiple attempts were made to follow up with the customer regarding ER release date; however, no response from the customer was received. No additional patient or event information was available.